Event description:
It was reported that a patient underwent an anterior cervical fusion and sometime post-op, the surgeon discovered one of the screws in the anterior cervical plate had fully backed out and is currently lodged behind the esophagus. Revision surgery has been scheduled for the patient. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. The event date is unknown.